Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 204) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Correction: none taken at this time, investigation underway. Root cause: investigation underway. There was no adverse event that resulted from the damaged belt. Electrode belt has been returned. The reported problem (service code 204) was confirmed. Electrode belt was scrapped prior to testing due to biohazard as per service. The service the electrode belt was unable to communicate with a monitor. The cause for the 204 service code could not be positively identified as the belt was scrapped prior to investigation. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 204) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Correction: none taken at this time, investigation underway. Root cause: investigation underway. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).